Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient had not used the processor for a long time. In situ measurements showed an increasing number of electrode channels with high impedance over time. The device has been explanted.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient had not used the processor for a long time. In situ measurements showed an increasing number of electrode channels with high impedance over time. The device has been explanted.